Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947-65 lead, implanted (B)(6)2010, 4470 lead, implanted (B)(6) 2010. (B)(4)

Event description:
It was reported that during a routine device replacement procedure, when the chronic left ventricular lead was connected to the new device, the patient experienced phrenic nerve stimulation in all pacing configurations except one. In that pacing configuration, however, the threshold was high. The lead remains in use. No patient complications have been reported as a result of this event.